Event description:
It was reported that the device became stuck on the wire. A 2.4mm jetstream xc catheter and jetwire guidewire were selected for use in an atherectomy procedure. During the procedure, the catheter became entrapped on the guidewire. The catheter and guidewire were removed together from the patient. A 2.1mm jetstream xc catheter was selected to complete the procedure. However, there was difficulty advancing the catheter over the unknown guidewire. As a result, the procedure was cancelled. No patient complications were reported.